Manufacturer narrative:
A2, a4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A male patient of unknown age with an unknown medical history was implanted with an impella cp device for mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the femoral artery. The society for cardiovascular angiography and interventions (scai) shock classification at initiation of impella support is unknown. On the day following initiation of impella cp support, hemolysis was reported, which prompted discontinuation of device support. The impella cp device was successfully weaned and explanted with a survived patient outcome. No additional clinical details were available. The impella cp instructions for use identify hemolysis as a known risk associated with device support. Based on the limited information available, the reported hemolysis occurred in temporal association with impella cp support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hemolysis was not determined since insufficient clinical details were provided and product was not returned. Device history review: the device passed all post sterile inspection checks.